Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that some times the display screen has gray lines going through it and it's fuzzy. Advised customer the pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored and no unexpected gray lines on the display, fuzzy characters, or additional display anomalies noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.